Event description:
It was reported that during a gastroplasty procedure, the load was without the staples because it didn't staple. The device locked in the first firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what device was used with the ecr60b? Did the device staple? If the device stapled was the staple line complete? Did the device cut? If the device cut was the cut line complete? Were there any issues with opening the device? If yes, please explain.

Manufacturer narrative:
(B)(4). Additional information: batch # l5583k. Conclusion: the analysis results showed that one ecr60b reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.